Event description:
While using the arthrectomy device for a biliary biopsy poor movement was experienced. In an attempt to rotate the device, an abrasion to the duct wall occurred. Bleeding was observed within the duct. This was treated with an embolization procedure. Reportedly, the patient was stable post-procedure.